Event description:
The following literature article was reviewed, published online on january 2, 2025: maleux, g., houthoofd, s., buyck, p.-j. And bonne, l. (2025). Type ii endoleak¿related contained aortic rupture treated by emergent translumbar glue embolization. Journal of vascular and interventional radiology, 36(4), pp. 723-726. Doi.org/10.1016/j.jvir.2024.12.591. This is a case report of an 82-year-old female with a history of renal insufficiency, colonic diverticulosis and infrarenal abdominal aortic aneurysm (aaa) with a maximum diameter of 5.5 cm that was treated 3 years prior with endovascular aortic aneurysm repair (evar), using a gore® excluder® aaa endoprosthesis. No surveillance aortic imaging after evar was performed. The patient presented to the emergency department with one day history of left-sided pelvic pain extending into the ipsilateral groin. An ultrasound revealed the excluded aaa with presence of type ii endoleak and increase in diameter to 8.1 cm and she was admitted to the hospital. Two days later, she had increase of pain and drop in her hemoglobin. Abdominal CT revealed left sided retroperitoneal hematoma close to the aaa extending into the psoas muscle close to the aaa extending into the psoas muscle and the pararenal space; the posterior aaa wall calcifications were disrupted with free communication between the aneurysmal sac and the retroperitoneal hematoma. The maximum diameter for the aneurysm sac had increased to 9.0 cm and a clear type ii endoleak visible to the posterior endograft (the gore® excluder® aaa endoprosthesis). Reintervention for embolization of type ii endoleak was performed. Procedure was successful and one and two years follow up revealed shrinkage of the aaa without residual endoleak with decrease in size to 6.5 cm.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. B3: the date of event is unknown. Therefore, the online publication date of the literature article is used as date of event. Review of the manufacturing records could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the device remains implanted. The corresponding author has been contacted in order to receive more information on the event, device identification, and patient details. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h6: added health effect - clinical code e1420. Updated component code to g07001, g04122 should be removed. Added type of investigation code b15. Updated investigation findings code to c20, code c21 is no longer applicable. Updated investigation conclusions code to d1001 and d12, code d16 is no longer applicable. This complaint was initiated based on a reviewed literature article. Gore has made multiple attempts to acquire additional information to classify a specific device problem, implant dates, device identification, patient details/treatment, as well as clinical perspective of the gore device in relation to the reported event from the corresponding author. The author was not able to provide any additional information. Review of the manufacturing records could not be performed as a valid lot number was not provided. Neither images enabling direct assessment of product performance nor products were returned for evaluation (as the device remains implanted), therefore, a device evaluation could not be performed. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: aneurysm enlargement, endoleak.